Manufacturer narrative:
A correlation between the device and the reported hemolysis could not be determined as the pump remains implanted and in use by the patient. Additionally, the report of a malpositioned inflow cannula due to heart remodeling could not be confirmed as no xray images were provided to the manufacturer. The patient remains on vad support with the pump and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated the following patient lab values: on (B)(6) 2014, pfhb: 90 mg/dl; on (B)(6) 2014, ldh: 1859 u/l; on (B)(6) 2014, hct: 26%. In addition it was reported that the patient had hyperbilirubinemia.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Previous to the lvad implant, the patient was supported by an unspecified extracorporeal device. Approximately one month post-operatively, the patient showed signs of hemolysis and heparin and dipyridamole were administered. The patient¿s lactate dehydrogenase (ldh) continued to rise with an international normalized ratio (inr) greater than 2. On (B)(6) 2014, the patient had signs of hematuria and congestive heart failure symptoms. Elevated pump power and flow were noted. On (B)(6) 2014, pump parameters were normal and the patient¿s symptoms resolved. A ramp study was performed and was negative. The patient was dehydrated and lasix was stopped and hydration was encouraged. Due to heart failure remodeling, his pump migrated and the inflow cannula was pointing towards the septum. The patient exhibited premature ventricular contractions and beta blockers were increased. The patient will be monitored and no further events have been reported.

Manufacturer narrative:
Approximate age of device: 59 days. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.